Manufacturer narrative:
(B)(4): as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(4): it was reported that during a carotid artery stenting treatment procedure the patient experienced bradycardia and a headache. The target lesion was located in the left proximal internal carotid artery with 80% stenosis that was 18 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. During index procedure, the patient experienced bradycardia and a headache. The bradycardia was treated with medication and received no treatment for the headache. Both were reported as resolved without residual effects. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day.